Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set as being used as the primary line to deliver an unspecified volume of 0.9% sodium chloride. After an unspecified length of time in use, the option-lok male adapter of the primary piggyback set was connected to the clave port of the cassette on the tubing set for a secondary delivery of an unspecified concentration of bleomycin. At the beginning of delivery, it was reported that the nurse noted an unspecified volume of solution leaked from the connection of the clave secondary port and the option-lok male adapter. It was reported that the nurse replaced the tubing sets; however, the primary piggyback tubing set remained in clinical use and the therapy was resumed. No further medical interventions were provided. The solution that leaked was cleaned up according to the user facility's protocol. There was no reported adverse effects to the pt or the nurse. It was reported that the nurse was wearing protective equipment. Though requested, no additional info was provided.